Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The red clip that holds the distal femoral resection guide broke while seating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states the red clip that holds the distal femoral resection guide broke while seating. The investigation confirmed that the lever had broken as reported. The complaint details the breakage of the trigger on the slide tube component of the distal femoral jig. It should be noted there is not reported patient harm recorded it was also noted that the attune distal femoral jig bushings were assembled to the device in the incorrect orientation and thus the device does not conform to the drawing specification. CAPA-(B)(6) is currently underway to address this issue. It should be noted that a field safety notice was issued in oct 2014 stating for theatre staff and persons involved with the cleaning and reprocessing of the device are requested to inspect all inventory for specific lots (stated in the fsn). In the instance that a device is found to be assembled incorrectly it has been requested to be returned and exchanged for a correctly assembled device. No design defect was identified on this part. The complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.